Manufacturer narrative:
This incident is under investigation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that while the while the iabp was in use on a pt, the iabp shut down during a hot swapping of the batteries. The pt was switched to another iabp and therapy was continued. No pt injury was reported.